Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the seal tap tore extremely easily. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/03/2009. Information is unavailable; device was not returned for eval.